Manufacturer narrative:
The complainant reported that the PICC was inserted on (B)(6) 2024 and was removed on 2(B)(6) 2024 due to infiltration, swelling, and some pain. The line was removed, and the break in the catheter was identified approximately at the feet of a securement device. The line was returned to avi for investigation along with the securement device. The break had the appearance of a cut or incision at the 2cm mark, which aligned with the anchor tines of the securement device. The investigation suggests that the line was damaged by the securement device at some point during use. During the investigation, it was identified that the securement device utilized was not the device that is included in the avi procedure kit.

Event description:
Report of a break in a PICC line.